Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to confirm missing segments/partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blurry screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported past exposure of the insulin pump to fluid and there was no visible water in the insulin pump. Customer stated keypad was responsive. Customer was performed self test and it was failed. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.